Manufacturer narrative:
Examination of the returned tibial insert revealed the stabilizing post experienced a fatigue fracture from a combination of oxidation, anterior notching at the base from hyperflexion, and anterior loading near the top of the post. A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
A patient who had received a total knee prosthesis in the past complaint of loosening. Prior to the revision surgery, the surgeon was moving the knee through its motion when he placed the knee in approximately 5 degrees of hyperextension. A snap was heard. During the revision, he discovered that the post on the insert had broken. The surgeon replaced the original 9mm insert with a 13mm insert. All other components were in good shape.